Manufacturer narrative:
Refer to medwatch with a1 patient identifier pt-(B)(6) for an additional event where the same vial of strips were used with a different patient.

Manufacturer narrative:
The patient was taking several medications. Some of the medications have been tested with accu-chek inform ii strips, and were shown to not interfere with the accuracy of the test results. There was no allegation that the remainder of the medications interfered with the accuracy of the results. The patient's medical condition is not known to cause any discrepancy in the results.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from an accu-chek inform ii meter, serial number (B)(4), while performing tests on a patient. (B)(6). No adverse event was reported for the patient. The patient is currently in stable condition. The same vial of strips was used for all inform meter tests. Valid, passing controls were run on the meter within 24 hours of the event.  The vial of strips, with 33 strips remaining, was returned for further investigation. The strips were tested using a retention meter, battery, and controls. Control ranges: level 1: 30-60 mg/dl,  level 2: 261-353 mg/dl. Results: level 1: 43, 43, 43 mg/dl, level 2: 296, 296, 293 mg/dl.  All results are within the acceptable range.  Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint case that would point to a cause for the result discrepancy.